Event description:
The hosp reported that during a coronary artery bypass procedure, the locking mechanism of the acrobat suv vacuum stabilizer device was not locking and unlocking properly. The same device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the foot pedal was slightly bent. We cannot conclusively determine why the food pedal was bent; however, the bent foot pedal is unrelated to the reported complaint that the device was not locking/unlocking properly. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. The stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. The device successfully locked in place and was released without difficulty. A vacuum test was performed on the returned device using a vacuum pump and a weight fixture. The device passed the vacuum test. Based upon the eval results, the reported complaint for "not locking and unlocking properly" could not be confirmed, however, it was confirmed for the bent foot pedal. (B)(4).